Event description:
The customer reported that he found some pain particles falling down from the light ceiling suspension during a surgical intervention. This was caused by friction between the upper and the lower arm. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician replaced the ceiling suspension with a new one and verified the absence of friction between the arms. The manufacturer verified the specifications of each component involved in the mechanical assembly and determined that friction was possible for certain min/max tolerances. A verification of the rotation of the suspension arms with an adjustment of the brakes is included in the installation procedure of the device. Maquet medical system USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.